Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the letter pertains to recharging problem which is not the problem. Patient said they can recharge perfectly there is no problem recharging. Patient said they do not have a recharge problem they have a connectivity problem with the device. Patient said they have no problem recharging. Since they do not have the recharging issue no steps could be taken since the recharging issue does not exist patient does not have an issue. Patient said they have no idea, the depth is shallow, superficial, left lower hip. Patient added further information, it has never been a recharging issue, it has always been a connectivity issue between the handset and communicator and the communicator and the device. The patient continued to see device not responding message multiple times. Patient reported again that their handset is slow, stating it's "substandard". The patient's original complaint was that the handset he got at implant was really slow. He was able to use it, but it was slow and took multiple times before it would respond to touches on the screen, an example the patient gave was it took 4 mins to increase stim a few tenths. The original handset connects to all 3 communicators, but the replacement handset does not connect to any of the communicators. Patient met with a rep on friday, and they did a lot of trouble shooting but the replacement handset kept saying it couldn't the find the communicator. The patient turned the blue tooth off and back on and the communicator showed as a pair device, but the app kept saying it couldn't find the communicator. Mobility uninstalled and reinstalled the apps, but it did not resolve the issue. Patient was around no other blue tooth devices. The issue was not resolved at the time of the report.

Event description:
Additional information received from the patient. Patient (pt) called back stating they have sent back 2 communicators in 1 box and 1 handset in another. Patient called back said received replacement handset and communicator and would like assistance with pairing communicator to handset to make sure it is performed correctly. Reviewed steps and patient clicked retry 10 times however never received the option with 'switch communicator. Patient said doesn't have wi-fi ability so other troubleshooting was performed however issue was not resolved. Patient said still has sj3. Representative will reach out to patient and had a tentative date of (B)(6) 2021 for the appointment. Patient said doesn't know what the purpose of the appointment is since just met with another rep on the (B)(6) 2021. Patient said that is still using the sj3 and old communicator, said works slow however is working, his concern is if the sj3 stops working. Patient isn't quite sure what he wants to do, doesn't want anything to happen to sj3 since that is connecting. Patient wanted to know if any analysis done on returned handsets/communicators. Additional information received on 2021-sep-18 from the rep stated that the patient were unable to connect his communicator to the smart programmer. They attempted to connect other communicators, which did not work. Possible issue with the samsung device. Patient said he was previously in contact with patient services and the issue was not resolved. The rep gave him a new programmer from their trunk stock and will return the defective one. The issue was resolved at the time of the report.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that when they went to use the handset and communicator to connect to the stimulator it will search for 3-4 minutes. The screen will black out for a slit second and the it will either connect or tell him to reposition and try again. Patient said it seems to be more sensitive on having to get the communicator in the right spot and it didn't use to take that long to connect. He said, this has been going on maybe for the last 3-4 weeks. Patient said he is putting the communicator against his skin. He said, he has tried powering the handset off and on. They confirmed the communicator is not plugged into the recharging cord, and he is not using it around electrical magnetic interference. He can feel where the stimulator is and doesn't feel like it has moved. They were told to try to turn the communicator vertically and it seemed to resolve the issue. The troubleshooting steps that were taken on the call resolved the issue. Patient is supposed to meet with the representative august 20, 2021. Communicator takes 3-4 minutes to connect with ins (not resolved with communicator replacement). Patient has to close out of app and then sometimes is able to connect once patient tries again. Taking longer and longer when connecting to the ins (searching, circling 3-4 minutes) it did not connect during troubleshooting, the recharger connects fine. No patient harm reported.